Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device follow up. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft comb is deformed, event occurred during inspection and there was no patient impact. No adverse events were reported as a result of this malfunction. No further information is available at this time as diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: japan. This medwatch is being filed to relay additional information. Review of the most recent repair quote determined the unit could not properly mesh as the comb was deformed. The unit has not been repaired at this time; only the repair quote has been received. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.